Manufacturer narrative:
A philips bench repair technician (brt) confirmed the unit was out of sound and there was a speaker inoperative message present. The brt replaced the speaker assembly to resolve the issue. After speaker replacement the device was returned to functional use with no further issues identified. The device remains at the customer site.

Event description:
The customer reported that the device fell and the loudspeaker does not work anymore. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Event description:
The customer reported that the device fell and the loudspeaker does not work anymore. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.